Event description:
It was reported that the balloon expandable stent moved on the balloon. An express vascular sd stent was selected for use for a percutaneous transluminal angioplasty procedure in the moderately calcified celiac trunk. There was no pre-dilatation done before inserting the stent. The physician advanced the stent out of the non-bsc sheath, when it was noted that the stent moved and was positioned partially on the catheter shaft and partially on the proximal portion of the balloon. The physician attempted to remove the stent from the patient, but it became stuck at the end of the sheath. The physician then used a new approach on the other side, and removed the stent and stent balloon with a larger non-bsc sheath and a gripper. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an express sd stent balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the device is separated at the inflation lumen approximately 36.5cm from the tip and the proximal section of the device is missing. The missing parts include the hub, proximal inflation lumen, and core wire. There are multiple kinks along the inflation lumen and guidewire lumen. Microscopic examination revealed damage to the tip and the balloon still have the crimp marks from the stent. The stent is separated from the balloon and is damaged. The stent measures at approximately 19mm and does not appear to have fractured. There is blood present in the inflation lumen and on the balloon folds. Review of the product specification indicates a 6f introducer sheath is compatible with this device. The reported information indicates the device was used with a 6f introducer sheath; therefore, the device was used with a compatible guide catheter. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the stent that could potentially cause the stent to snag onto something and move or make the device difficult to remove.

Event description:
It was reported that the balloon expandable stent moved on the balloon. An express vascular sd stent was selected for use for a percutaneous transluminal angioplasty procedure in the moderately calcified celiac trunk. There was no pre-dilatation done before inserting the stent. The physician advanced the stent out of the non-bsc sheath, when it was noted that the stent moved and was positioned partially on the catheter shaft and partially on the proximal portion of the balloon. The physician attempted to remove the stent from the patient, but it became stuck at the end of the sheath. The physician then used a new approach on the other side, and removed the stent and stent balloon with a larger non-bsc sheath and a gripper. There were no patient complications.